Event description:
Physician held pressure for 20 seconds and then let go and walked away. Had rt come up and hold pressure but small golf ball hematoma already formed. Rt held for 10 minutes and hematoma resolved. Patient transferred to pacu. Physician followed patient to pacu and held for 3 minutes and voiced concerns for pseudoaneurysm. 30 mins after hemostasis, additional hematoma noted in pacu. Pressure held x 10 minutes and resolved. No other issues noted, patient kept overnight due to procedure intervention, not closure concerns. In procedure room and in pacu hematoma noted. Patient seen in office on monday (B)(6) due to having pain at access site, was diagnosed with pseudoaneurysm then. Patient had coil procedure on (B)(6) 2024 to repair pseudoaneurysm. No other complications or issues noted.

Manufacturer narrative:
The device is unable to be investigated because it was not returned to cardiva medical inc. Conclusion: while the device was not returned for physical investigation. Pseudoaneurysm and hematomas are complications which may be related to the endovascular procedure or the vascular closure procedure. Surgery was successfully applied post procedure to repair the pseudoaneurysm and additional pressure corrected the hematoma. The reported issues were not related to device malfunction, but was the result of an endovascular procedure.